Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device not working and high blood glucose. The customer's blood glucose was 360mg/dl at the time of call. Trouble shooting was performed and found insulin pump was not working and had a blank screen. It was reported customer wore the pump and went into a pool. Customer states the insulin pump went blank immediately after the insulin pump was exposed to moisture. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. Customer declined to trouble shoot for high blood glucose. The insulin pump will be returned for analysis.